Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had no pacing capture in bipolar configuration and also exhibited high impedances. It was noted that in the fluoro image, the helix of the lead seemed to be extracted. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).